Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference (B)(4) cleared undre #510k130576. Batch history review: we have checked the manufacturing file of the involved batch which complies with complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch released in june 2020. Investigation: the device was not returned for analysis yet. The information received are not sufficient to perform a thorough investigation. No conclusion can be drawn about the root cause at this time. A follow-up report will be submitted at receipt of the device.

Event description:
Two weeks after implantation, the catheter separated from the port body.

Event description:
Two weeks after implantation, the catheter separated from the port body.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to the product reference (B)(4) cleared undre #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36961248 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported to us on this batch of (B)(4) access ports released in april 2020. Investigation results: we received for investigation one used celsite brachial access port housing from batch nr36961248 as initially declared, with its catheter and a connection ring. No defect is visible on the received device. Dimensional measurements: all the characteristics conform to our specifications. Functional tests: we have performed a disconnection test on the returned access port and catheter. The disconnection force obtained is more than 4 times superior to the requirement of the iso (B)(4). This characteristic conforms to our specifications. X-ray pictures review: we received for review the x-ray picture taken when the catheter disconnection was discovered. On these pictures, we can see the access port housing, with the connection ring connected to it and the catheter which has migrated to the patient heart. Conclusion: no manufacturing defect has been detected on the returned sample, it conforms to our specification. It is highly suspected that the premature disconnection of the catheter (2 weeks after its implantation) results from an incorrect connection of the catheter and connection ring to the access port housing during its implantation. Only the review of the x-ray pictures taken just after the implantation and showing the access port housing could allow us to confirm this hypothesis. The IFU specifies to "slide the connection ring over the catheter, firmly push the catheter onto the exit cannula ensuring the catheter covers the length of the exit cannula, slide the connection ring over the catheter and exit cannula. The connection ring should be in contact with the port"(IFU §vi-1-1-h). No corrective action is envisaged.